Event description:
It was reported that the patient was seen in the emergency room due to 'episodes of nearly passing out'. Upon interrogation, there were pacer spikes, but no capture or rate increase when a magnet was applied. The device was explanted. No further patient complications have been reported as a result of this event.